Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for eval. A review of the device history record did not show conditions that could have contributed to the reported event. No conclusion could be drawn, as sample was not received. This complaint is indeterminate from mfg perspective.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure the head of the connecting screw broke off during insertion of the helical blade. Surgeon was able to complete the insertion with this coupling screw. Procedure was completed with no adverse effect to the pt.